Manufacturer narrative:
Exemption number e2016032 . William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). A2- date of birth: patient was born in 1955. D4- catalog# is unknown but referred to as cook celect filter. E3- occupation: non-healthcare professional. G1- name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the patient allegedly received an implant on (B)(6) 2016 via the right internal jugular vein due to deep vein thrombosis and being high risk for blood clots-not anticoagulant candidate. The patient is alleging tilt, vena cava perforation, fracture, the device is unable to be retrieved and the filter is embedded in scar tissue. The patient further alleges, "worries all the time that the device may break off and kill him. Has to be careful when doing leg workouts or heavy lifting". Per the (B)(6) 2016, retrieval report (attempted): "technique/findings: contrast was injected, and images were obtained. These images demonstrated the filter to be placed below the level of the renal veins but angled slightly with its apex/hook portion abutting the right inferior vena cava wall or possibly external to the vessel lumen. The pigtail catheter was removed and a 10 french sheath (included in the gunther tulip retrieval set) was advanced over the wire into the right internal jugular vein. The amplatz wire was exchanged for an 035 angled glidewire. An 80 cm sos catheter was placed over the glidewire and attempts were made to displace the apex/hook portion of the filter from the inferior vena cava wall but were unsuccessful. Additional attempts were made to snare the filter with a gooseneck amplatz snare, but this was not successful. The catheters were removed. Conclusion: unsuccessful attempt to retrieve the patient's cook celect inferior vena cava filter. Possible further intervention, potentially using laser ablation to separate the apex of the filter from the inferior vena cava wall, will be discussed with the patient".